Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. The stent was dislodged by 11.5mm over the distal markerband. There was no evidence of stent expansion and no damage was present. There was no evidence of any inflation. The pleats, folds and crimp indentations were intact. Therefore, the result of the investigation is confirmed for the reported stent dislodgement issue. The root cause for the reported stent dislodgment could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Warnings: do not use if packaging/pouch is damaged. Use the device prior to the use by date specified on the package. Should excessive resistance be felt at any time during the insertion process, do not force passage. Directions for use: endovascular system preparation. Carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Storage store in a cool, dry place. Keep away from sunlight. H10: d4 (expiry date: 06/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a stent placement procedure, the stent allegedly dislodged from the balloon prematurely upon removing from the package. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 06/2024.

Event description:
It was reported that prior to a stent placement procedure, the stent allegedly dislodged from the balloon prematurely upon removing from the package. There was no patient contact.